Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative through healthcare professional (hcp) reported that there was lead insertion difficulty reported during procedure. It was confirmed that header bore was clear and set screw was backed out of the bore but it did not resolved the issue. Lead was not out of round as everything was good. Ins was rotated while inserting the lead but still no success. Hcp had tried multiple times but can't insert the lead. New 3058 resolved the issue. Generator was placed. Patient was doing well after procedure. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information received. Ins serial number obtained.

Manufacturer narrative:
Anaylsis of the ins found no anamoly. If information is provided in the future, a supplemental report will be issued.